Event description:
It was reported that a customer had passed away on (B)(6) 2025. Reportedly, the customer experienced a low blood glucose level and was involved in a vehicular accident. The customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.